Event description:
A customer contacted beckman coulter inc., (bci) regarding a thyroglobulin result in the normal reference range generated by the access 2 immunoassay system for one patient that did not fit the clinical picture of the patient. Previous thyroglobulin results on two alternate methods were below the normal reference range. The result was reported out of the lab. The patient has to repeat several exams due to the higher than expected thyroglobulin result. Exact treatments or tests that had to be repeated were not supplied.

Manufacturer narrative:
The specimen is not available for testing. Service was not dispatched for this event. A definitive root cause has not been determined to date for this event.